Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 4th firing of laparoscopy-assisted proximal gastrectomy, at jejunum and remaining stomach anastomosis, the surgeon closed the jaws and inserted the device into cavity. The surgeon pushed the silver button, however, could not open the jaws. Device was replaced by a new one and the procedure was completed. They re-inserted the battery to the handle and the jawsopened and they can remove the reload from the adapter. The status indicators illuminated blue and the handle indicator flashed. Patient has no injury.